Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the no image issue was due to faulty cable, there was no sense intermittent of switch depression for button white balance due to worn out switch board, and the label on the rear cover was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head had image problem, was not working. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿no image¿, occurred because the video function did not work properly due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The issue was found at the beginning of a procedure. Another device was used to complete the procedure. There were no reported delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.